Manufacturer narrative:
The complaint investigation for false reactive alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 61402be00 and the complaint issue. The overall performance of the alinity I toxo igg reagent lot 61402be00 was reviewed using field data from customers worldwide. The median value for the complaint lot was within the established limits and comparable to the historical reagent lot performance. A review of the field data suggests that the performance is acceptable. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I toxo igg reagent, lot number 61402be00.

Event description:
The customer observed falsely elevated alinity I toxo igg result generated on the alinity I processing module a pregnant female patient. The physician questioned the result as the patient was always negative for toxo igg. A second sample was collected and a nonreactive result was obtained. The following data was provided: (B)(6) 2024 sid (B)(6) (first draw) initial toxo igg result = 7.6 iu/ml. (B)(6) 2024 second draw toxo igg result = 0.1 iu/ml. (B)(6) 2024 first draw repeat results = 0.1 iu/ml, 0.1 iu/ml and 0.1 iu/ml. Other results provided: toxo igm results = 1.30, 1.29, 1.30, 1.24, 1.16 iu/ml. Per the alinity I toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive 1.6 to < 3.0 iu/ml = grayzone >/= 3.0 iu/ml = reactive there was no impact to patient management reported.

Manufacturer narrative:
Corrected information: h.11: the investigation summary has been corrected. It was previously stated 'a ticket search by lot indicates that the reagent lot performs as expected for this product.' This has been corrected to the update on 06jan2025. The complaint investigation for false reactive alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 61402be00 and the complaint issue. The overall performance of the alinity I toxo igg reagent lot 61402be00 was reviewed using field data from customers worldwide. The median value for the complaint lot was within the established limits and comparable to the historical reagent lot performance. A review of the field data suggests that the performance is acceptable. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I toxo igg reagent, lot number 61402be00. Update 06jan2025 upon additional review, a search for similar complaints did identify an increase in complaint activity for lot 61402be00. However, no related trends were identified regarding commonalities for complaint lot number and issue. Overall, this did not change the outcome of the initial investigation; no systemic issue or deficiency was identified with the alinity I toxo igg reagent, lot number 61402be00.

Event description:
The customer observed falsely elevated alinity I toxo igg result generated on the alinity I processing module a pregnant female patient. The physician questioned the result as the patient was always negative for toxo igg. A second sample was collected and a nonreactive result was obtained. The following data was provided: on (B)(6)2024, sid (B)(6), (first draw) initial toxo igg result = 7.6 iu/ml. On (B)(6) 2024, second draw toxo igg result = 0.1 iu/ml. On (B)(6) 2024, first draw repeat results = 0.1 iu/ml, 0.1 iu/ml and 0.1 iu/ml. Other results provided: toxo igm results = 1.30, 1.29, 1.30, 1.24, 1.16 iu/ml. Per the alinity I toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive 1.6 to < 3.0 iu/ml = grayzone >/= 3.0 iu/ml = reactive there was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p45-22 that has a similar product distributed in the us, list number 7p45-40 /-45. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I toxo igg result generated on the alinity I processing module a pregnant female patient. The physician questioned the result as the patient was always negative for toxo igg. A second sample was collected and a nonreactive result was obtained. The following data was provided: (B)(6) 2024 sid (B)(6) (first draw) initial toxo igg result = 7.6 iu/ml (B)(6) 2024 second draw toxo igg result = 0.1 iu/ml (B)(6) 2024 first draw repeat results = 0.1 iu/ml, 0.1 iu/ml and 0.1 iu/ml other results provided: toxo igm results = 1.30, 1.29, 1.30, 1.24, 1.16 iu/ml per the alinity I toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive 1.6 to < 3.0 iu/ml = grayzone >/= 3.0 iu/ml = reactive there was no impact to patient management reported.